Manufacturer narrative:
B3: date is unknown, so estimated date was entered. Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 0172080014. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed during which the device was explanted and replaced. Upon explant no leak was identified in the system and there was atrophy at the cuff location. The physician suspected fatigue of the pressure regulating balloon (prb). No additional information was provided.